Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia),') in a 41-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: result from (B)(6) 2017 to (B)(6) 2018: white blood cell count- 8.1. Red blood cell count- 4.86. Sonography (B)(6) 2018: normal-sized uterus, ant everted homogeneous. Essure coils seen bilaterally. Ovaries unremarkable. Concurrent conditions included polycythemia since 2013, anxiety, depression, acquired hypothyroidism, migraine with aura, major depressive disorder, leukocytosis, essential hypertension, elevated blood pressure reading without diagnosis of hypertension, dysthymia, constipation chronic, syncope vasovagal, abdominal pain, bloating, ovarian cyst, vaginal infection, genital bleeding, endometrial polyp, night sweats, vertigo, unsteadiness, hot flashes, abdominal pain lower, abdominal discomfort, folic acid deficiency, dysfunctional uterine bleeding, d & c, pelvic adhesions, paratubal cyst and latex allergy. Concomitant products included ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;cholecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), celecoxib (celexa), citalopram from 2014 to 2018, clonazepam, doxycycline, ibuprofen from 2014 to 2018, levothyroxine sodium (levothroid), lorazepam from 2014 to 2017, losartan, medroxyprogesterone acetate (depo provera), paroxetine from 2014 to 2018 and trazodone from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), memory impairment ("neurological conditions or problems type: short term memory issues"), headache ("silent headaches with black spots/head pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blur vision/ seeing black spots"), visual impairment ("vision/eye problems type: blur vision/ seeing black spots"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have white blood cell count increased ("blood or heart disorder/condition type: high white and red cell count") and red blood cell count increased ("high white and red cell count"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced syncope ("fainting spells"), dizziness ("dizzy"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy, essure removal, and novasure ablation of endometrium). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, migraine, white blood cell count increased, red blood cell count increased, nausea, memory impairment, headache, syncope, dizziness, hypoaesthesia, feeling abnormal, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hypoaesthesia, memory impairment, menorrhagia, mental disorder, migraine, nausea, pelvic pain, red blood cell count increased, syncope, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as per summons : (B)(6) 2013. 5 coils were visualized in the right tube. The identical procedure was performed on the patients left tube, and post-placement 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: impression: patient who presents today for annual gynecologic examination - generalized pelvic pain which patient thinks could be related to essure-coils and desires removal, dub/menorrhagia, dyspareunia, pelvic pain female. Full blood count - on an unknown date: cbc includes differential and platelet count: wbc (10.9), rbc (4.65), lymphocytes (4186). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Essure was in proper place. Essure devices in good position with bilateral complete cornual tubal occlusions. Hysteroscopy - on (B)(6) 2014: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Ultrasound scan vagina - on an unknown date: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia),') in a 41-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: result from (B)(6) 2017 to (B)(6) 2018: white blood cell count- 8.1, red blood cell count- 4.86, sonography (B)(6) 2018: normal-sized uterus, ant everted homogeneous. Essure coils seen bilaterally. Ovaries unremarkable. Concurrent conditions included polycythemia since 2013, anxiety, depression, acquired hypothyroidism, migraine with aura, major depressive disorder, leukocytosis, essential hypertension, elevated blood pressure reading without diagnosis of hypertension, dysthymia, constipation chronic, syncope vasovagal, abdominal pain, bloating, ovarian cyst, vaginal infection nos, genital bleeding, endometrial polyp, night sweats, vertigo, unsteadiness, hot flashes, abdominal pain lower, abdominal discomfort, folic acid deficiency, dysfunctional uterine bleeding, d & c, pelvic adhesions, paratubal cyst and latex allergy. Concomitant products included ascorbic acid; betacarotene; biotin; calcium lactate; choline bitartrate; chromium nicotinate; cholecalciferol; cyanocobalamin; dexpanthenol; dl-selenomethionine; folic acid; inositol; magnesium lactate; manganese gluconate; nicotinamide; potassium citrate; potassium iodide; pyridoxine hydrochloride; retinol palmitate; riboflavin phosphate; thiamine hydrochloride; tocopheryl acetate; zinc gluconate (multi vitamin & mineral), celecoxib (celexa), citalopram from 2014 to 2018, clonazepam, doxycycline, ibuprofen from 2014 to 2018, levothyroxine sodium (levothroid), lorazepam from 2014 to 2017, losartan, medroxyprogesterone acetate (depo provera), paroxetine from 2014 to 2018 and trazodone from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), memory impairment ("neurological conditions or problems type: short term memory issues"), headache ("silent headaches with black spots/head pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blur vision/ seeing black spots"), visual impairment ("vision/eye problems type: blur vision/ seeing black spots"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have white blood cell count increased ("blood or heart disorder/condition type: high white and red cell count") and red blood cell count increased ("high white and red cell count"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced syncope ("fainting spells"), dizziness ("dizzy"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy, essure removal, and novasure ablation of endometrium). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, migraine, white blood cell count increased, red blood cell count increased, nausea, memory impairment, headache, syncope, dizziness, hypoaesthesia, feeling abnormal, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hypoaesthesia, memory impairment, menorrhagia, mental disorder, migraine, nausea, pelvic pain, red blood cell count increased, syncope, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as per summons: (B)(6) 2013. 5 coils were visualized in the right tube. The identical procedure was performed on the patients left tube, and post-placement 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: impression: patient who presents today for annual gynecologic examination - generalized pelvic. Pain which patient thinks could be related to essure-coils and desires removal, dub/menorrhagia, dyspareunia, pelvic pain female. Full blood count - on an unknown date: cbc includes differential and platelet count: wbc (10.9), rbc (4.65), lymphocytes (4186). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Essure was in proper place. Essure devices in good position with bilateral complete cornual tubal occlusions. Hysteroscopy - on (B)(6) 2014: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Ultrasound scan vagina - on an unknown date: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr ¿ case becomes incident. Previously reported event injury nos were removed. New events pain/pelvic pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, migraines / headaches, blood or heart disorder/condition type: high white and red cell count, nausea, neurological conditions or problems type: short term memory issues, silent headaches with black spots/head pain, fainting spells, dizzy, numbness, brain fog, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blur vision/ seeing black spots, fatigue, hair loss and gastrointestinal or digestive system condition were added. Product information lot number, removal date, indication were added. Essure implant date were updated. Patient information date of birth, race and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a 41-year-old female patient who had essure (batch no. 886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycythemia since 2013, anxiety, depression, acquired hypothyroidism, migraine with aura, major depressive disorder, leukocytosis, essential hypertension, elevated blood pressure reading without diagnosis of hypertension, dysthymia, constipation chronic, syncope vasovagal, abdominal pain, bloating, ovarian cyst, vaginal infection, genital bleeding, endometrial polyp, night sweats, vertigo, unsteadiness, hot flashes, abdominal pain lower, abdominal discomfort, folic acid deficiency, dysfunctional uterine bleeding, d & c, pelvic adhesions, paratubal cyst and latex allergy. Concomitant products included ascorbic acid; betacarotene; biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin; dexpanthenol; dl-selenomethionine; folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide; pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), celecoxib (celexa), citalopram from 2014 to 2018, clonazepam, doxycycline, ibuprofen from 2014 to 2018, levothyroxine sodium (levothroid), lorazepam from 2014 to 2017, losartan, medroxyprogesterone acetate (depo provera), paroxetine from 2014 to 2018 and trazodone from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems / psych injury"), nausea ("nausea"), memory impairment ("neurological conditions or problems type: short term memory issues"), headache ("silent headaches with black spots/head pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blur vision/ seeing black spots"), visual impairment ("vision/eye problems type: blur vision/ seeing black spots"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have white blood cell count increased ("blood or heart disorder/condition type: high white and red cell count") and red blood cell count increased ("high white and red cell count"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced syncope ("fainting spells"), dizziness ("dizzy"), hypoaesthesia ("numbness / neuro condit/problems"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (bilateral salpingectomy, essure removal and novasure ablation of endometrium). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, migraine, white blood cell count increased, red blood cell count increased, nausea, memory impairment, headache, syncope, dizziness, hypoaesthesia, feeling abnormal, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, visual impairment, fatigue, alopecia, gastrointestinal disorder, autoimmune disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hypoaesthesia, memory impairment, menorrhagia, mental disorder, migraine, nausea, pelvic pain, red blood cell count increased, syncope, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and white blood cell count increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as per summons : (B)(6) 2013. 5 coils were visualized in the right tube. The identical procedure was performed on the patients left' tube, and post-placement 2 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on an unknown date: cbc includes differential and platelet count: wbc (10.9), rbc (4.65), lymphocytes (4186). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Essure was in proper place. Essure devices in good position with bilateral complete cornual tubal occlusions.. Hysteroscopy - on (B)(6) 2014: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Ultrasound scan - on (B)(6) 2018: normal-sized uterus, anteverted homogeneous. Essure coils seen bilaterally. Ovaries unremarkable. Ultrasound scan vagina - on an unknown date: findings suggest endometrial polyp. Clinical management recommended. Small benign type right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events autoimmune disorder, bladder problem, urinary problem were added, previously reported events were updated to include new reported terms neurological condition/problems and psychological injuries. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.